Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. Vascular access was obtained via the right femoral artery. A non bsc wire and an unknown guide catheter were placed in the patient. Resistance was met while advancing the 8mm x 3.0mm quantum maverick balloon catheter over the wire. While attempting to advance the device in the guide catheter, the hypotube snapped prior to entering the patient. The device was able to be removed as it was still intact; however, after removal from the patient, the shaft broke into two pieces. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is ok.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. Vascular access was obtained via the right femoral artery. A non bsc wire and an unknown guide catheter were placed in the patient. Resistance was met while advancing the 8mm x 3.0mm quantum maverick balloon catheter over the wire. While attempting to advance the device in the guide catheter, the hypotube snapped prior to entering the patient. The device was able to be removed as it was still intact; however, after removal from the patient, the shaft broke into two pieces. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is ok.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed the device was in two pieces. The first portion measured approximately 93cm from the distal edge of the strain relief to the hypotube fracture site. The second portion measured approximately 49.5cm from the hypotube fracture site to the distal end of the tip. The appearance of the fracture site is consistent with the device having been kinked prior to the break. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).